Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump for acute heart failure. Insertion site was not provided. It was reported that patient whose physique was large and whose femoral artery was deep experience oozing from the puncture site. As a result, the access site was surgically opened, and hemostasis was completed. No further information was provided.